Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bottle plastic bactec plus aerob/f 50/pk, the device experienced false positives. There was no report of confirmatory testing or patient impact. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that aerobic false positives. Customer problem: customer reports 20 false positives since (B)(6) 2022 using product 442023 - plastic bactec plus aerob/f. Next steps (if necessary): requesting information for fp questionnaire; availability of returns ; patient report impact. Quantity received and quantity affected: 20 vials to date. Shipment method (directly or via distributor): n/a. Call activity comment: notified customer that an application team member will be reaching out to them since there is no hardware issue. Eng reviewed log found no instrument issue, instrument is not in error. Request application team review.

Manufacturer narrative:
H6: investigation: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and batch has been previously investigated for the reported defect. No additional testing is required at this time. Users are cautioned in the package insert under limitation of the procedure: a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported when using the bd bottle plastic bactec plus aerob/f 50/pk, the device experienced false positives. There was no report of confirmatory testing or patient impact. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that aerobic false positives. Customer problem: customer reports 20 false positives since (B)(6) 2022 using product 442023 - plastic bactec plus aerob/f. Next steps (if necessary): requesting information for fp questionnaire; availability of returns; patient report impact. Quantity received and quantity affected: 20 vials to date. Shipment method (directly or via distributor): n/a. Call activity comment: notified customer that an application team member will be reaching out to them since there is no hardware issue. Eng reviewed log found no instrument issue, instrument is not in error. Request application team review.